Event description:
Possible design weakness of the definition edge CT. The slipring of the edge CT is a hybrid (half induction, half brushes). It uses a dual ring/segmented design. The brush half silver brushes (3 phase 480v a/c) the induction half spinning pancake coils (high voltage a/c) with a 1mm air gap. What I mean by segmented is there are 12 segments connected to form a circle. The weakness in this design is that it does not protect the tracks as well as the older definition as (carbon brush slip ring). The lack of protection stems from the air gap between segments. The air gap allowed liquid infiltration that reached the back, to short-out the slip ring conductors. It appears our slipring was damaged by a very conductive fluid (possibly urine). The fluid shorted the slipring at these air gaps. The ensuing current liquified the conductors damaging the surface of the tracks (see pic). To avoid this from happening I've used vaseline around the bottom of the ring seal. This will prevent any fluid from entering the CT.